Manufacturer narrative:
Results: one used sample was returned. A review of the device history record could not be performed as a lot number was not provided for this incident. The sample was visually inspected. An unknown drug was contained in the syringe. There was white fm on the stopper. Since an unknown drug was inside the syringe the fm was not examined further. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. (B)(4).

Event description:
It was reported there was foreign matter in the fluid path way with a 20 ml bd¿ syringe with bd luer-lok¿ tip. No medical interventions reported.